Manufacturer narrative:
Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported that the patient had humeral stem subsidence. Mild subsidence of humeral stem- measured 3mm on initial post op xrays and has not progressed. No action taken, observation only.